Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer's continuous glucose monitor read 46mg/dl and the meter blood glucose (bg) read 385mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 385 mg/dl. Subsequently, the customer went to the emergency room (ER). Bg was treated with intravenous fluids of insulin and saline. The customer was discharged 1 day later on (B)(6) 2024 with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.